Event description:
It was reported that this arctic sun device had been exhibiting repeated issues with low flow. A functional check showed that the circulation pump was not generating more than -1.0 psi in bypass. There was a failed circulation pump. Per sample evaluation results received on 12apr2023, the root cause of the reported issue was due to a weak circulation pump. A functional check showed that the circulation pump was not generating more than -1.0 psi in bypass. The circulation pump primed to fill. Unit initially filled short in decontamination. It was stated that the audible noise emitting from circulation pump motor. It was also stated that the l-tube and double l-tubing appeared distended or expanded however water flow was not impeded, it would be replaced preventatively. It was noted that flow meter was replaced. It was also noted that the replaced the tank tubing were replaced.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is due to a faulty circulation pump motor. The device was evaluated upon receipt. It was confirmed audible noise was emitting from circulation pump motor. Replaced circulation pump motor. The arctic sun 5000 passed all performance testing, calibration, and electrical safety tests. The unit is ready for use. A DHR is not required as this is event not an out-of-box failure and therefore is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The actual/suspected device was inspected.